Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported impedance measurements were taken and the values for many pairs were >2000 ohms for unipolar and between 4,000 and 10,000 ohms for bipolar pairs. They did not have all of the specific values. No symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.